Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker and right ventricular (rv) lead exhibited noise and oversensing. The device was explanted for normal battery depletion (nbd) and the lead was capped and abandoned. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.